Event description:
The customer reported being hospitalized due to low blood glucose. The mother stated that the doctor believes is no longer safe for her daughter to be on the insulin pump. The mother mentioned that that the insulin pump had only 190.0 units of insulin, and she is not sure where it did go the rest. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.